Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user had a hyperglycemic episode reaching a peak of 258 mg/dl blood glucose (bg). The pump read the patient at 73 mg/dl bg, so the user drank soda to correct. The user is concerned the pump will cause them low due to 1¿2-unit bolus to correct high bg. The user is considering a factory reset and was advised to discuss with a trainer. The user verbalized agreement. Bg was eventually corrected by the device, and the user did not require any outside intervention.